Event description:
I ordered a bedwetting alarm from malem medical UK and it arrived yesterday. The alarm has a mfg defect. It get very hot when batteries are placed in the alarm. This makes the device not just unusable but also dangerous for children. My son would get burnt with the device as it would be placed very close to his neck. It is unsafe, I know that this is not caused by defective batteries. I have tried over 3 different types of batteries. (B)(6) batteries, and the same result. The device gets very hot. So hot that I can't even hold it in my hands, let alone a child wear it at night.